Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is scratched and cloud display and numbers is hard to read. The customer was advised that we are sending replacement.

Manufacturer narrative:
The insulin pump was received with severely scratched lcd window however, had no missing segments, partial display, or display anomaly noted during our testing. The insulin pump powered up properly after battery installation. The insulin pump passed self test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner and scratched reservoir tube window.